Manufacturer narrative:
A photo was provided showing the set in a bag. No leakage visible. No samples were returned for investigation. The reported complaint of leakage was unable to be confirmed on the 142560488 primary plum set. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record for lot 13531034 was reviewed and no non conformities were found that would have led to the reported complaint

Event description:
The event involved a plum set where it was reported during carboplatin infusion, droplets slowly leaked from micron filter. Infusion was stopped. About 10 ml of chemo drug entered plum set, the distal end is still normal saline. Quantity affected is 1 and is not available for return. Sample picture is provided showing the involve product inside in a clear plastic bag labelled with yellow arrow and encircled were droplets slowly leaked from micron filter. There was patient involvement but no report of harm. Additionally, the chemo spill was cleaned per facility protocol. There was no other physical defect noted. There was no unprotected drug exposure to patient or healthcare provider.

Manufacturer narrative:
The physical device is not available for investigation however, a photo was provided and is pending investigation. E1 phone extension; ext. 526620.